Event description:
Device appears to be oversensing (farfield) on the atrial lead high a. Threshold on (B)(6)2021 (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).